Event description:
Pt reported obtaining elevated blood glucose results ("hi" and 409 mg/dl), while using the suspect device. Pt indicated that, based on the elevated readings, she contacted her physician and was advised to deliver 10u or regular insulin, every 2 hours, to lower blood glucose. Pt reportedly delivered 50u units, over the course of 10 hours. Pt indicated that she later lost consciousness, and was found by a family member, who contacted emergency medical services, on her behalf. Pt stated that, prior to paramedics' arrival, her blood glucose was retested, using the suspect device, with a result of 409 mg/dl. Pt's blood glucose, when retested by emergency medical services (using paramedics' blood glucose monitor), reportedly measured 29 mg/dl. Pt indicated that she was transported to the hosp, where she was treated with an intravenous dextrose solution, and food. According to pt, she was discharged from the hosp 7 hours later. Quality control testing was not peformed on the system. At the time of the report, pt had discarded strips in use at the time of the event; however, based on the code key in use, the strips were expired.